Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and movement disorders. On (B)(6) 2019 the patient reported that their pump was alarming. The patient stated that their pump was empty for awhile and been alarming and sounded like the critical alarm. The patient had missed their refill and needed to find a new healthcare provider to refill the pump. The patient requested physician listings. No patient symptoms and no further complications were reported or anticipated.